Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description, the plunger bypassed the lens. Also, plastic from the plunger was expelled through the port and plunger was bent. Attempts to gather additional information have been unsuccessful.